Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that usb cable would no longer work to charge the pump which led to the pump shutting down after the battery died. Customer's blood glucose level was 126 mg/dl. Replacement cable was sent to the customer.